Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient¿s stimulation would be on for 1-2 minutes and off for 1-2 minutes. The patient noted they were not in any pain or any additional pain. The patient¿s pain was being controlled. The stimulation turning on and off was not painful or uncomfortable but annoying. The patient had not had any traumas or falls. The patient noted the implant was working well and covered their pain. The patient also noted their incision took a longer time to heal then they thought it would but they noted it was healing fine.